Manufacturer narrative:
Update: the devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges pain, discomfort, immobility, inflammation and high levels of cobalt and chromium.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update ad 07 may 2018. (B)(4) is a re-opened record of (B)(4) due to receipt of ppf through cd shipment last 29 may 2018. There are no new allegations. There is no mention regarding a revision surgery. Added law firm, patient date of birth and patient age at the time of event. Doi: (B)(6) 2010; dor: none reported; (right hip). The awareness date for this complaint is 04 jan 2019 which is also the file review date. Corrected manufacturing dates for the liner, cup and stem.